Event description:
The customer reported that the system failed to boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The analog interface pcb was evaluated and the connections cleaned and reseated. The system was tested and found to be working as intended and returned to service.